Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's micro-usb broke off from the cable. The customer charged the pump using a non-tandem usb cable. The customer's blood glucose level was not impacted.